Manufacturer narrative:
This report is submitted on august 1, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma in (B)(6) 2018, and subsequently developed a hematoma and infection at the implant site. The patient was administered antibiotics however this did not resolve the issue and the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.